Event description:
It was reported, the patient had a confirmed motor stall and recovery in their event logs. The patient had an MRI on 2014 (B)(6) and did not come back in to the office for a pump status check. The hcp (healthcare professional) was doing a refill today and noticed there was a motor stall log on 2014 (B)(6) and a tube set on 2014 (B)(6). The motor stall recovery occurred at the time of interrogation today. The patient had not heard any alarms and was having increased spasticity and pain. The pump was used to infuse lioresal(baclofen).

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).